Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting could not be performed as the customer had changed all supplies prior to the call. There was no impact to the customer's blood glucose level due to the occlusion. In addition, the customer reported a malfunction alarm occurred an hour after the occlusion and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level due to the malfunction. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received. Contact stated the customer's blood glucose level was high due to the customer just eating. Contact stated the customer corrected using the pump.